Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not cut at 5000cpm. The doctor decreased the cut rate to 2500cpm and the surgery was completed. No patient injury reported.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.